Event description:
The user facility reported a 74-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The physician was unhappy with the placement of the pump and decided to remove and rewire for entry. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the positioning issue has been completed. According to the clinical, the pump was placed into position under fluoroscopy and the guidewire was removed. However, after starting the pump the physician was not happy with the placement and decided to remove the pump and rewire for entry. No product was returned for an investigation. The most likely cause of the positioning issues was use related.